Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Mother of customer is reporting a hospitalization due to no delivery. Caller states that there was a emergency room visit for customer's high bgs. Bg at time of emergency room visit was: 400-500. Nothing further reported.